Manufacturer narrative:
At this time, this device has not been returned. If additional information is received, this report will be updated.

Manufacturer narrative:
Analysis was performed at our post market quality assurance laboratory. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that this device had two compromised low-voltage capacitors, which resulted in a high current condition. This issue is discussed in the q2 2010 product performance report.

Manufacturer narrative:
This device is currently undergoing analysis. If additional information is received, this report will be updated.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) was explanted. The local field representative indicated that the battery may have depleted prematurely. No adverse patient effects were reported. The device will be returned for analysis.